Manufacturer narrative:
Previous event reported under manufacturer number 2916596-2018-02080. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lvad experienced multiple external power loses. The patient was in clinic on (B)(6) 2019 and the patient claimed they were due to power outages while on ac power. On (B)(6) 2018 it was reported that the patient was in clinic and one no external power occurred on (B)(6) 2018 with several coincident low voltage alarms. The patient attested to power loss while on ac power. The patient was without symptoms and stable during these events and there were no vad failures or dysfunctions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms could not be confirmed as no log files were submitted for review. No product was returned for evaluation. The provided information indicated that the root cause of the reported event was multiple power outages while connected to ac power. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.